Manufacturer narrative:
This investigation is complete. Upon additional information this investigation will be updated.

Event description:
It was reported that after the device and this right ventricular (rv) lead were implanted it was discovered that the device was in storage mode. The pocket was thus re-opened and the right ventricular (rv) lead was disconnected from the device, and when attempting to reconnect the lead it was not possible. A new device was used with the same lead with no issues. This rv lead will not be returned. No adverse patient effects were reported. The serial number of the rv lead was not provided.